Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a "color chip failure" message occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.